Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had beep anomaly. The customer's blood glucose level was 120 mg/dl. The customer reported that alarm volume was stuck at a 4 (out of 5) level regardless of the customer's personal setting. Customer stated buttons were neither pressed nor accidentally pressed. The customer reported that the issue is been ongoing since a month july 20, 2019. They also reported that the notification light was blinking. The customer reported that they were no longer comfortable using the insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test and selftest. Toggled on/off and increased/decreased volume with the audio feature functioning properly. No audio/vibrate/absence of alarm anomalies noted during testing. Device communicated properly with the test guardian transmitter and tested with glucose sensor simulator. (B)(4).

Event description:
The initial report and or supplemental report had the incorrect incident date. The correct incident date is (B)(6)2019.